Event description:
It was reported to philips that the system could not move forward or backwards. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Customer reported to philips that the system could not move forward or backward. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, as the customer did not request philips for service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.